Manufacturer narrative:
(B)(4). Date sent: 1/20/2022. Investigation summary. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device batch number 12171, and no non-conformances were identified. Additional information was requested, and the following was obtained: what was the exact date of implant? (B)(6) , 2017. When did the acid reflux (heartburn) symptoms begin? Sometime in 2021. What is the product code? Lxmc13. What is the device lot number? 12171. Was the device initially effective in controlling reflux? Yes. What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. (B)(6), 2021. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? No. Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength?no. Did the patient have any other surgeries in the area?no. Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Yes, there is an esophagram post-op on (B)(6), 2017 when it was continuous what is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? It has been recommended that patient undergo an egd, ensure no erosion and then undergo removal and then either have replaced, fundoplication or simply remove, the patient is contemplating her options when and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? No, the facility will not allow that when and if the linx device is removed, may we ask that the device be returned for analysis? No, the facility will not allow that (baycare) d1, d4, d6a.

Manufacturer narrative:
(B)(4). Date sent: 1/27/2022. A manufacturing record evaluation was performed for the finished device batch number 12171, and no non-conformances were identified. Lot 12171 was an affected lot of the 2018 linx recall. H10 h7 h9.

Manufacturer narrative:
(B)(4). Date sent: 3/23/2023. See attached op notes: photo analysis: an x-ray image of the device in vivo was reviewed by a medical safety officer. As per medical safety officer: "the single view cxr demonstrates what appears to be a discontinuous device". The mechanism/cause of failure is unknown as a hands-on analysis of the device is necessary to determine the cause of failure.

Manufacturer narrative:
(B)(4). Date sent: 07/11/2022. Medical records received. Please see attachment.

Event description:
It was reported that a linx was placed 4/2017, 6 weeks ago the patient developed reflux again. Had egd done and bead was separated.

Manufacturer narrative:
(B)(4). Unknown; captured as awareness date. Additional information received: spoke with patient who indicated we have permission to speak directly with dr. (B)(6) office to get information needed. She is planning to wait until spring to have the device explanted. She had one dilation following implant within the first week and had good relief from the device after the dilation procedure. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the exact date of implant? When did the acid reflux (heartburn) symptoms begin? What is the product code? What is the device lot number? Was the device initially effective in controlling reflux? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis?